Event description:
MFR's rep reported pt diagnosed with an inflammatory mass, the hcp stated, "this is the largest or second largest he has ever seen." In addition, reported info stated the "tip" has been retained by the hosp and will not be returned to the MFR. Specific details surrounding infusion therapy including pt symptom onset, interventions/treatments, drug/drug dose info, and pt outcome were not provided at the time of this report. Despite attempts made by MFR to obtain add'l pt/device therapy info from the hcp, nothing add'l has been received at the time of this report. A follow up report will be sent if new info becomes available.